Event description:
It was reported that the right ventricular (rv) channel exhibited noise and cross-talk oversensing that resulted that this implantable cardioverter-defibrillator (ICD) delivering anti-tachycardia pacing (atp) and inappropriate shock therapy. The patient presented to the emergency room and the ICD was checked. Upon review of the data stored, the oversensing was confirmed. Variation of r-waves measurements was also noted. Several actions were discussed but there is no evidence there were any actions taken for the device. Additional information was received indicated that this patient was seen in the clinic, all the testing was performed. It was determined that the cause of the cross-talk oversensing was due to far-field sensing on the rv lead. Subsequently, an x-ray was performed. The patient underwent a successful lead revision, this lead was repositioned and no additional adverse patient effects were reported.